Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter (B)(4) is unknown. The date entered is the complaint awareness date.

Event description:
Customer reported their adc blood glucose meter began smoking. No additional information was provided by the complainant as to how or why the device was reportedly smoking. There was no report of death, serious injury or mistreatment associated with this event.